Manufacturer narrative:
.

Event description:
It was reported that a physician's programming system was having communication issues. After the tablet was charged for about an hour, the screen would turn black after 10 minutes and not turn on. This happened several times. The physician reported that the tablet had not been dropped or treated poorly. There were no visual issues found with the tablet. No patients were affected because another programming system was available. No additional information has been received to date.

Event description:
The wand was received on (B)(6) 2016. Analysis was approved on (B)(6) 2016. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. The wand was verified to be functioning properly, so the most likely cause of the failure to program was electro-magnetic interference.

Event description:
Further information was received indicating that the tablet did not have any issues, and the reason that the screen was going black was because it was not charged long enough. After the tablet was charged for a sufficient amount of time, the tablet stayed on without issue. Troubleshooting was performed, and the battery in the wand was not depleted. The wand was only able to communicate about half of the time. The wand was then replaced, and the tablet and new wand were used without any issue. The wand has not been received to date.